Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
During an in-clinic follow-up, increased capture threshold was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.